Event description:
Hold vm 2.13it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
(B)(4).